Manufacturer narrative:
Customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 8225891. Customer states that an ungraded syringe and a syringe without a cap were found in the same package. Both returned syringes were examined and one syringe exhibited no scale markings printed on the barrel. The remaining syringe exhibited a missing plunger cap. A review of the device history record was completed for batch# 8225891. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications [200774793, 200774832, 200774754, 200775034] noted that did not pertain to the complaint. Visual inspection of 1 syringe found a completely blank barrel. Visual inspection of 1 syringe found a syringe with a missing cap. There was no damage to either of the syringes. Probable root cause for the blank is due to a broken mandrel which would not allow the barrel to come into contact with the print pad. Probable root cause of the missing cap is from jam at the packaging operation.

Event description:
It was reported that scale marking error occurred with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "this morning when trying to use the syringes, an ungraded syringe and a syringe without a cap were found in the same package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "this morning when trying to use the syringes, an ungraded syringe and a syringe without a cap were found in the same package."